Event description:
Medtronic received a report that during the pipeline deployment the device initially got beautiful opening distally. While deploying at the middle portion, the device was not opening at the middle part. The physicians tried to open the device by resheathing but device failed to open, and in the last while the resheathing, the device got stuck in the catheter. There was resistance in the middle of the catheter. The catheter was flushed continuously with heparanized saline. The pipeline became stuck in the distal section of the catheter during resheathing. The physician released the load (slack) in the system in an attempt to resolve the issue, but the issue did not resolve. There was no damage observed on the catheter or pushwire. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipleine was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was re sheathed and removed with the microcatheter. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient is alive with no injury. No patient symptoms or further complications were r eported as a result of this event. The patient was undergoing flow diverter surgery for treatment of a saccular, ruptured internal carotid artery (ica) aneurysm with a max diameter of 3 mm and a 1.5 mm neck diameter. The landing zone was 4.3mm distally and 3.7mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the ica with a diameter of 4.3mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the phenom 27 catheter was returned for analysis within a shipping box; within a plastic bio-pouch; within an opened phenom 27 outer carton and inner pouch; and within a dispenser coil. Damage location details: no flash or voids molded were observed in the hub. No damage was found with catheter hub. The catheter body was found to be accordioned from ~11.5cm to ~10.0cm from distal end. The catheter tip and marker were examined; and no damage was found. No other anomalies were observed. Testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was confirmed as the catheter was found to be accordioned. However, the root cause could not be determined. Possible causes of failure incompatible devices, patient vessel tortuosity, flush rate too low, catheter damage or device damage, guidewire or delivery system damage, material occludes catheter, insufficient catheter flushing or lack of continuous flush, insufficient guidewire or delivery system hydration. The catheter was flushed continuously with heparanized saline. Which eliminates this factor out as potential cause. It's possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the failure to open and resistance during resheathing was not determined. The resistance occurred in the middle section of the catheter.